Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during an rcr procedure, the device broke upon implantation. The broken implant was successfully removed and no additional bone holes were required. A backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Examination of the returned device and broken off thread showed no abnormalities. Complainant reported they used a 3.8mm straight awl to prep the site before insertion. The site should be prepped with appropriate sized smith and nephew reusable or disposable threaded dilator. Breakage of the device can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation.